Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the left eye. Preoperatively, the patient's bcva was 20/25 with -3.00 - 0.50 x 105. Approximately two months postoperatively, the patient experienced a gradual decrease in her near and distance vision. Upon examination, the lens had vaulted asymmetrically in a z-configuration. As a result, the bcva decreased to 20/30-2 with -2.25 - 2.25 x 010 (mrse). Yag repositioning was performed and vision improved. Reference MDR #2031924-2009-00199.